Event description:
Customer's grandfather reported via phone call that the display on the insulin pump went blank. It was stated that the battery was changed 2 or 3 times and the screen would go from 1 to 7 and then blank. Blood glucose value was 455 mg/dl; he treated with the insulin pump. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. It was advised to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Blank display wasn't noted however, the insulin pump was received with full segments display due to faulty connector on the interface board. The displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test were not performed due display anomaly. The device had cracked reservoir tube lip, minor scratches on the lcd window and on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.